Event description:
Event: unresolved type I endoleak. The pt's anatomy was reported to be tortuous. Type I endoleaks of the superior and right iliac attachment sites were treated with a competitor's cuff but not resolved. The physician will monitor the pt.